Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient's wife reported that her husband faced random no delivery alarms and insulin flow blocked which led to high blood glucose level and the patient was hospitalized. No further information available.